Event description:
It was reported that three fibers from the same lot had no aiming beam and snapped with minimal handling during the lithotripsy procedure. The procedure was completed with another device. There were no patient complications. This complaint refers to the second fiber.

Event description:
It was reported that three fibers from the same lot had no aiming beam and snapped with minimal handling during the lithotripsy procedure. The procedure was completed with another device. There were no patient complications. This complaint refers to the second fiber.